Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report an infusor that had ruptured during filling. The entangled coiled tubing stuck between the housing and the volume indicator; when the hospital tapped the bottle to fix it, the reservoir ruptured. The device was filled horizontally, not vertically. The device was filled with 5-fluorouracil and saline. There was no adverse event, patient injury or medical intervention associated with this report.